Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, images were submitted for evaluation. The images appear to show the distal part of the catheter shaft appeared to be torn and mostly detached from the catheter. The internal components were visible and appeared to be bent and damaged. Visual inspection was based solely upon a review of the photographs required. The device history record for the above-referenced product was unable to be reviewed since the lot number of the catheter is unknown. The cause of the damage to the catheter remains unknown.

Event description:
During ablation of the av node, an insulation break on the catheter was noted and the catheter was carefully removed. Once removed from the patient, inspection of the catheter revealed a break in the shaft and internal wires were exposed. During removal of the catheter, a small right femoral hematoma occurred requiring no intervention. The hematoma resolved after a few days. The procedure was completed by re-accessing the left femoral vein with another catheter.